Event description:
The pt was contacted for follow-up. The pt revealed that he had been revised previously due to mild pain.

Manufacturer narrative:
Summary of evlauation: evaluation of this event cannot be performed because the device has not been returned. The location of the device is unk. A review of the device history record revealed no discrepancies were reported during manufacture. The info provided is insufficient to determine. Whether this event would be associated with the device.